Event description:
It was reported that the patient had an x-ray and it showed that one of the leads look fractured. Additional information as received that the patient was reprogrammed and was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 5149212.

Event description:
It was reported that the patient had an x-ray and it showed that one of the leads look fractured.